Event description:
It is reported that the pt complains of having pain in his upper high and hip for the past six months to a year. The pt has noticed a significant change in his mobility within the last year. The pt states that he has trouble walking distances and frequently begins to limp from the pain. He recently had an appointment with his surgeon and completed medical testing. The pt is scheduled for a revision surgery on (B)(6) 2012.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.